Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 21. On (B)(6) 2021, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, bleeding, increased sensitivity and inflammation. No further patient complications were reported.